Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h3, h4, h6, h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blurry image with lot of dead pixel/white dot. Faulty charged coupled device (ccd) need to replace. Damage/cracked video connector need to replace. Cable from rear cover need to replace. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the bad image was due to the faulty ccd that needs replacement. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head experienced bad image, during inspection, prior to patient in room for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.